Event description:
Additional information was received that an x-ray was performed and did not reveal any lead damage. The physician wanted to replace the lead, but the patient elected to keep the lead implanted. The patient will be monitored appropriately. No adverse patient effects were reported.

Event description:
Boston scientific received information that high out of range shock impedance measurements were detected on the implantable cardioverter defibrillator (ICD) and a competitor right ventricular (rv) lead through the remote monitoring system. Additional testing was scheduled to determine the system integrity. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.